Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain, vomiting, and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date in the same month as the event onset, the patient started treatment with intraperitoneal fortaz daily (dose not reported) and intraperitoneal ancef daily (dose not reported) for peritonitis. Dianeal therapy remained ongoing. Three days later the patient was discharged from the hospital. On an unknown date in the same month as the event onset, the antibiotics were discontinued and the patient recovered from the event. While no breach in aseptic technique was reported, the patient was retrained on proper aseptic technique. No additional information is available.